Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Event description:
Field follow-up reported the impedance values have simply been monitored for changes. No system intervention has been performed and values remain consistent around 260 ohms. No adverse effects reported. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had low out of range impedance measurements. Technical services was contacted to troubleshoot this issue and felt these measurements could be due to a possible lead integrity issue. No adverse patient effects were reported.